Event description:
On 4/3/97, the facility's director, materials management informed the MFR's (MFR) customer service rep of the following event: during device implant, the device catheter brokke off into the pt's right subclavian vein. The pt was taken to the cath lab where a cardiologist removed the segment of the device catheter that had broken off. The pt was admitted to ccu.